Event description:
I had an acl repair on the right knee in 2006. In 2007, I developed a mass just below the right knee. I had intermittent pain in 2007. During that year, I saw the same orthopedic surgeon and had another MRI on the right leg that showed a mass. I had surgery in two months later requiring removal of the mass, excision of a neuroma that developed and the cutting of a nerve that was embedded in the mass of the calaxo screw. The surgeon implanted bone graft material to fill the void where the calaxo screw used to be. The mass mimicked infection, so the gelatinous mass was sent to pathology. I have been contacted by the company that makes the screw. Dates of use: 2006 - 2007. Diagnosis: acl surgery in 2007. Calaxo screw removal due to gelatinous mass that it caused. Event abated after use stopped: no.